Event description:
Additional information reported that the patient stated the pump running led was not illuminated and the screen was blank and would not turn on when any of the buttons were pressed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller being off and unresponsive was not confirmed. The controller event log files contained approximately 20.5 days of relevant data combined (04may2023 ¿ 24may2023 and 02jun2023 per the timestamp). The log files data did not indicate any issues with the system controller. The driveline was disconnected on 24may2023 at 23:11:56 to exchange the controller. There were no other notable events throughout the log files. The pump maintained a speed above the low speed limit while the driveline was connected. The returned heartmate 3 system controller (serial number: (B)(6)) was functionally tested and was found to be functioning as intended; all audio and visual signals were verified during testing. The returned controller was also tested in a mock circulatory loop while connected to 14v batteries for an extended period of time and the controller operated as intended during this time. The pump running signal remained on while the driveline was connected throughout testing and the controller responded each time when the display buttons were pressed. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 05jan2022. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported, that the system controller was completely off. While the patient was connected to battery power. No alarms had sounded. The patient exchanged the batteries, but the system controller remained off. The patient exchanged the system controller on (B)(6) 2023 at 23:11:56. And the issue resolved with no alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.